Event description:
On (B)(6) 2020, a 25mm amplazter occluder was selected for implanted. The physician deployed the left disc inside the left atrium. And the right deployed into a bulbous deformation. The physician recovered the device and made a second attemptto position the device however, it was without success. The disc was not flat. It was decided to remove the occluder from the patient and used another device. Another 25mm amplazter occluder (lot 7347022) was selected and a new delivery system was used. The first attempt to deploy the new device the same issue of the bulbous deformation occurred. A second attempt made and it was successful.. There was a 10 minute delay in procedure that did not lead to any complications for the patient. The patient was in stable condition.

Manufacturer narrative:
Additional information: d10, h3, h6. Correction: b5. The reported event of a bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 the physician set up an amplatzer occluder with a trevisio delivery system. The physician deployed the left disc inside the left atrium. The prothesis disc was contacted against the septum to deployed the right disc in the right atrium. At this time, the right disc did not deployed correctly but in bulbous shape. The physician recovered the prothesis, tried again to position the prothesis without success, the disc was not flat. They decided to remove the prothesis from the patient and used another device. When removed the prothesis, the right disc keeps the swollen shape for a few minutes. Another prothesis was used (lot 7347022) and another delivery system (same lot: 7327693). The first attempt to deployed the right disc had the same issue of the bulbous shape. The second attempt was successful. The prothesis deployed in a correct shape. There was a 10 minute delay in procedure that did not lead to any complications for the patient.